Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 72" and "defib fault 76" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical china. The reported problem was verified and the root cause was traced to be the pacer/defib (pd) engine board. The pd engine board was replaced to resolve the problem. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.